Event description:
It was reported that, during a water vapor therapy procedure, while the delivery device was being inserted through a transurethral method, the mucous membrane was ruptured near the arch of the urethra. As a result, a false urethra has been created. It was reported that a preoperative cystoscopy was not performed. Additionally, the patient had cic, so there was a high possibility that the false urethra was probably formed from the start. However, there is also a possibility that it was formed by the delivery device. There were problems caused by the technique used by the physician because insufficient protection of the operation was used. The procedure was cancelled, and a balloon was placed. The physician decided to observe the patient's condition.

Event description:
It was reported that the patient had been given general anesthesia in preparation for the water vapor therapy procedure. During the procedure, while the delivery device was being inserted through a transurethral method, the mucous membrane was ruptured near the arch of the urethra. As a result, a false urethra has been created. It was reported that a preoperative cystoscopy was not performed. Additionally, the patient had clean intermittent self catheterization (cic), so there was a high possibility that the false urethra was probably formed from the start. However, there is also a possibility that it was formed by the delivery device. There were problems caused by the technique used by the physician because insufficient protection of the operation was used. The procedure was cancelled, and a balloon was placed. The physician decided to observe the patient's condition.